Manufacturer narrative:
It was reported that the device cannot be sent for investigation.

Event description:
It was reported that patient underwent a revision surgery due to dislocation.

Manufacturer narrative:
(B)(4).